Manufacturer narrative:
The device was evaluated remotely. Based on the results of the analysis, it was determined that the product has malfunctioned and the cause was due to a component failure. The customer ordered a replacement ac (alternating current) power cable to resolve the issue.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the device needs a replacement power cable. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.